Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be caused by a potential patient misuse. No injury or medical intervention was reported. The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed, and it passed. The log was downloaded and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be caused by a potential patient misuse. No injury or medical intervention was reported.